Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally tested (simulated use). The device operated within the desired product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown small bore tubing set leaked. The reporter stated that ¿fluid was coming out of the small air port on the filters¿. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.